Event description:
It was reported that review of stored episodes on this cardiac resynchronization therapy defibrillator (crt-d) revealed occasional right ventricular (rv) undersensing and less therapy delivery than expected. The patient also reported feeling more tired recently. Review of the arrhythmia logbook showed multiple ventricular tachycardia (vt) episodes since june 7, both with and without treatment. Previous vt episodes were from 2021 and the most recent episode showed a large r ventricular signal amplitude with no oversensing. Technical services (ts) reviewed programming options. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.